Event description:
Left eye cataract surgery with implantation of a crystalens, +19 diopter power occurred with no complications. Iol was well centered, patient developed pcc, opacification of the posterior capsule and had yag laser capsulotomy; the capsulotomy was kept with the optic of the iol. Two weeks later, the patient had acute onset severe pain & vision loss. Angle closure glaucoma with pupillary block was diagnosed, iop in mid 40's mmhg. Treated with yag irridotomy and medications. Patient then developed cme (cystoid macula edema) and macula membrane with vision loss. At the time of pupillary block. The crystalens was pushed anteriorly into the anterior chamber.